Manufacturer narrative:
The patient was transferred to an alternate vent. The device was evaluated by a field service engineer (fse) and the reported issue was not duplicated. A test run was performed and no abnormality in the unit was observed.

Manufacturer narrative:
The customer reported there was no condensation on the proxy line, and the alarm sounded even if the circuit was replaced. The philips sales rep confirmed a leak occurred and the issue could be traced to the volume of the leak.

Event description:
It was reported to philips the proximal pressure line disconnect alarm occurred. This event was reported to have occurred during patient use. There was no delay to therapy. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Reporting address line 1:(B)(6). Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone: (B)(6).